Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada. The customer?s report was verified and attributed to the on/off switch retainer and gasket. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.